Manufacturer narrative:
Concomitant product(s): a 402452 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a polarity switch and impedances have been chronically low but stable. The lead was reprogrammed to unipolar pacing and bipolar sensing and remains in use. No patient complications have been reported as a result of this event.